Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for supraventricular tachycardia (svt). The local field representative reported that the rhythm was detected in the vt-1 monitor only zone and contacted boston scientific technical services (ts) to inquire about monitor only zone behavior and episode markers. Ts discussed detection and duration markers and programming options. It was reported that programming changes were made. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.